Manufacturer narrative:
D10. Concomitant products: egia45avm, egia45avm egia 45 artic vasc med sulu (lot p3a0029) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic colectomy procedure, after connecting the reload and clamping the tissue, the surgeon was able to press the green button. However, the handle became stiff and did not move, the device did not fire at all. Additionally, there were raised staples near the base of the cartridge's jaws. To resolve the issue, a new reload was used. There was no patient injury. Medtronic's initial evaluation of the incident device found visual inspection of internal components revealed sheared teeth on the firing rack.